Manufacturer narrative:
On (B)(6) 2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 300cc saline breast implant, catalog # 3501645, s/n: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with two mentor smooth round moderate profile 300cc saline breast prostheses and suffered bilateral capsular contracture (baker grade iii-IV). Additionally, the patient experienced deflation on the right side. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implants on (B)(6) 2017. This medwatch form addresses the left sided device.